Event description:
Reference number (B)(4). Event occurred in greece. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025 . The site of detachment was tubing connector. The insertion site was abdomen. The infusion set was in use for 1 day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: greece.